Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies.

Event description:
It was reported that prior to implant attempt, the physician removed the lead from the package and determined that the area distal to the sleeve head did not look right, as it had too much of a bend. The lead was not used. No patient complications have been reported as a result of this event.